Event description:
It was reported that the ilet displayed repeated restart alerts associated with a bluetooth communications error, and the screen intermittently turned on and off without user input while the user was on dexcom g7; the issue was characterized as a failure to read input signal involving the circuit board. The user's reported blood glucose was 200 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a communications failure attributed to a device circuit board issue and failure to read the input signal. The device powers on when charged. Alert 60 in the menu. The device was opened up to inspect internally, and it was immediately noted that it appears insulin has leaked inside and dried, the cause of the leak is unknown. This fluid has caused a short and alert 60 with the bluetooth. The customer reported complaint was confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.